Event description:
One day following the permanent implantation of an evoke spinal cord stimulation (scs) system, the patient reported pain, sensitivity, and weakness in their left extremities. Steroid medication was administered for possible nerve inflammation and irritation. Imaging was performed due to a suspected stroke; however, diagnostic results did not identify a stroke had occurred. The patient was moved to a rehabilitation facility and started physical therapy for the reported weakness. It remains unclear, per the healthcare provider, whether the saluda implant contributed to the reported symptoms. The physician has not seen the patient since they went inpatient at the rehabilitation facility, and he has not had a chance to evaluate the patient.